Event description:
It was reported that catheter fracture occurred. The patient presented for left coronary catheterization. A runway guide catheter was selected for use but during the procedure, there was a catheter fracture. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that catheter fracture occurred. The patient presented for left coronary catheterization. A runway guide catheter was selected for use but during the procedure, there was a catheter fracture. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the shaft was kinked and not fractured.

Manufacturer narrative:
Returned device consisted of a model-6f runway fl4 was returned for analysis. Visual and microscopic observation at the catheter hub, shaft, and distal tip identified a single kink at the catheter hub. No further damage was observed from the device.